Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the b4 date. In the initial report it was reported that the date of this report being submitted was (B)(6), 2021 however the correct date should have been (B)(6), 2021. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 24 cm regular tr band assembly was returned to terumo medical corporation for product evaluation. The returned device was subjected to visual inspection. The balloons were observed to be filled with air. The inflator was used to deflate the balloons. 15ml of air was removed from the balloons. The sample was subjected to leak testing. The inflator was used to inflate the tr band with 15 ml of air. The inflated tr band was then submerged underwater and no air bubbles were seen at the air inlet valve. No bubbles were observed along with the seals of the large and small balloons. The complaint cannot be confirmed for airflow issues because both devices passed leak testing, no air bubbles were noted at the inflation balloon or the large and small balloons. The exact cause of the event cannot be determined. The DHR was review and no anomalies were found. The product was released in a conforming state. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved tr band was used during a diagnostic cardiac angiogram via radial artery. At end of procedure area was cleaned and band was applied and inflated with 15ml of air. Patient hemostasis was achieved and there was no note of total air in the balloon. The sheath was removed, and the patient was transferred to the recovery area. 40 minutes after the band was applied and 5 minutes before the first deflation, per hospital protocol, it was noted that the patient's wrist was bleeding and that the band was deflated. A 5cm hematoma had formed above the band in the forearm. The band was removed, and manual compression was held until the bleeding stopped. There was no additional expansion of the hematoma observed, and the patient continued to recover without issue. Patient condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 18june2021: the hematoma that formed was greater than 5cm.